Event description:
It was reported that the user was unable to interact with the ilet screen during a tubing fill step, and functionality was restored after a device restart initiated through the mobile application. Symptoms included a transient inability to operate the device interface. Outcomes included successful completion of tubing fill with no alerts, no alarms, and no medical intervention. Investigation included a technical support troubleshooting review. Investigation of this case revealed that a power-cycle restored normal operation and no further functional issues were observed. It was concluded that the event was consistent with an intermittent user interface responsiveness issue that resolved with reboot, with no evidence of device damage and no adverse health effects.